Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-jul-2018 with the following findings: during the investigation, the battery compartment was found to be cracked. The display was also found to be dim/pink. Evidence of moisture corrosion was observed near the keypad connector. The keypad was unresponsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed a cracked/damaged battery compartment, an unresponsive keypad, a dim display, and moisture in the pump. This report is made based on the results of the investigation completed 19-jul-2018.